Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements over the last two months. The clinic noted that the patient was in chronic atrial fibrillation (af) and wanted to know if there was any correlation between af and high impedances. Boston scientific technical services (ts) discussed this is not a typical correlation that is seen. The crt-d and ra lead remain in service and no adverse patient effects were reported.